Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide, ¿do not remove the transmitter from the sensor pod while the pod is attached to your skin. When you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached.¿

Event description:
It was reported that the sensor wire became detached from the sensor. Reportedly, the customer removed the transmitter prior to removing the sensor. No additional patient or event information was available. Customer declined further troubleshooting with tandem technical support.